Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they went to the hospital due to low blood glucose on an unknown date with the blood glucose level of 52 mg/dl. The insulin pump will not be returned for analysis.